Event description:
Plaintiff alleges numerous injuries, including, but not limited to, the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, or a permanent and continuing and life-threatening nature.